Manufacturer narrative:
Additional information has been provided in d9 (date device returned to manufacturer). The impella device was returned, and an evaluation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 79-year-old man presented for a high-risk percutaneous coronary intervention. During vascular sheath placement, bleeding was observed at the sheath valve. The bleeding was controlled manipulating the system, removing the sheath valve and applying compresses with manual pressure. The impella device remained in place and provided support throughout the procedure. No additional device malfunctions or adverse clinical events were reported.

Manufacturer narrative:
Corrected information has been provided in d1, d2, d3, d4 and h6 due to new information received. Additional information has been provided h4 (device manufacture date). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.